Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and a high level of ketones identified as dangerous by healthcare provider (hcp). The customer's hcp believes customer's pump settings contributed to the cause as hcp indicated the customer was not receiving enough insulin via settings. Additionally, customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released approximately 4 to 5 days later with the issue resolved and no permanent damage.